Event description:
Info reported to guidant indicated that the pt exhibited an 18/16 variable limb length. As the graft was advanced along the right ipsilateral side, the right internal iliac was embolized with 3, 5 and 8mm coils. Difficulty was encountered when advancing the contra wire due to stenosis in 12mm left iliac and a bend at that point. The physician elected to stent the left limb due to redundant material and a slight bend (less than 5mm gradients) in order to increase limb flow.